Event description:
During a paroxysmal atrial fibrillation ablation procedure using ensite velocity and a therapy cool path duo ablation catheter, pulmonary vein stenosis was reported. During the procedure, patient movement caused a slight shift while using the system reference as the position reference. Enguide alignment was used to correct this but after a while a major shift occurred, indicated by the spiral catheter being outside of the geometry. The patient patches were checked, revealing the left patch was loose. Near the end of the procedure there were difficulties placing the spiral catheter back into the left inferior pulmonary vein to verify successful ablation. Angiography of the left inferior pulmonary vein revealed severe stenosis. The patient was asymptomatic. A follow up CT will be performed in 8-12 weeks to check for stenosis.

Manufacturer narrative:
Review of the returned case study verified that shifts occurred on two occasions. The first shift was consistent with patient movement. This is expected behavior. The second shift is consistent with a loose patch. Review of the study log verified that the loose patch was not reported to the user. The reason the loose patch was not reported to the user is that partial adhesion remained, and the patch loosened gradually, over a one to two minute period. This is expected behavior. If the reported behavior is observed, it is recommended to press on each patch to assure adhesion, check the patch connections and patch placement, and verify that no patches are in contact with other patches. If there has been a catheter shift in the map display use enguide alignment to return the catheters to their previous positions. If enguide alignment cannot successfully return the catheters to their previous positions, it is necessary to revalidate and recreate the model and maps. See scanned page.